Event description:
It was reported that drive support cap was loosed and the customer was pushing back when it was sticking out. The mother stated that the customer had experienced high and low blood glucose. Advised the mother that the insulin pump would be replaced. No further information was provided. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose motor drive support disk and alarmed during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm.